Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a smiths medical cadd legacy one pump failed accuracy -11.45%. The reported event occur during testing. There was no patient involvement in the reported event.